Manufacturer narrative:
Concomitant medical products: product ID: 3966, lot#: la8057, implanted: (B)(6) 2002, product type: lead. Other relevant device(s) are: product ID: 3966, serial/lot #: (B)(4), ubd: 17-sep-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported by the patient that when their previous batteries were replaced due to normal battery depletion, the health care physician (hcp) was not able to remove the leads, so the patient had 2-3 leads in their body/that from some of their implants the hcp had not been able to remove the leads (unable to get to them) so they had 2-3 abandoned leads. The patient also stated that they had a stroke (not alleged to be related to the device/therapy) and as a result had difficulty remembering the dates and that their hcp wanted the patient to have an MRI of their knee (not alleged to be related to the device/therapy). Patient services consulted with the stim tech MRI team and reviewed information with the patient, suggesting that the MRI facility call if they had any questions. There were no further complications reported.